Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during infusion. It was observed that 250ml remained in the tpn (total parenteral nutrition) bag after the therapy time was completed. The device did not infuse fluid completely during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.